Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) followed-up over-the-phone and instructed the customer to clean the cup transfer assembly with alcohol. The customer reported that the aia-900 instrument was functioning without any issues. No further action was required by the fse. On (B)(6) 2018, the customer called and reported that the issue had reoccurred and requested service. On (B)(4) 2018, an fse cleaned the cup transfer mechanism z-axis plunger rod and lubricated with triflow to repel further stickiness. The fse also adjusted the z-axis from 270 to 295 at the cup transfer position to also guard against the assembly becoming sticky. The fse then realigned the sorter vacuum head, so that it came down level on top of the test cups. The fse also realigned the sorter cup positions as well. The fse adjusted the specimen tip tube bottom position at the customer's request to better prevent against short sampling in lesser filled tubes. The fse then proceeded to perform cup transfer test five (5) times without any errors and also sorter test with no errors. The aia-900 was functioning as intended; no further action was required by the fse. The aia-900 instrument, serial number (B)(4), was installed at the account on 29-aug-2017. A complaint history review and service history review for similar complaints was performed from 29-aug-2017 through aware date 30-jan-2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. The 2163 c.transfer cup not released. Cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The most probable cause of the reported event was due to a dirty transfer z-axis and adjustment needed from 270 position to 295 position.

Event description:
On (B)(6) 2018, a customer reported 2163 c.transfer cup not released error message while running patient samples on the aia-900 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), luteinizing hormone (lhii), prolactin (prl), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The aia-900 instrument, serial number (B)(4), was installed at the account on 13-sep-2017. A complaint history review and service history review for similar complaints was performed from 13-sep-2017 through aware date 05-feb-2018. There were no other similar complaints identified during the searched period. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.